Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2024. On (B)(6) 2024, the patient urinary tract infection (uti) status was negative, and hematuria was not present. On (B)(6) 2024, the patient underwent a water vapor therapy procedure under anesthesia. The patient was prescribed antibiotics. The patient received two treatments in the right lobe, two treatments in the left lobe, one treatment in central zone (cz), and one treatment in the intravesical prostatic protrusion zone (ipp). During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The subject was discharged with an indwelling catheter, which was removed by nurse at the hospital on (B)(6) 2024. On (B)(6) 2024, one day post procedure, the patient experienced a non-serious acute urinary retention, which was treated with ciprofloxacine and insertion of urinary catheter in place of the coreflow stent on the same day. The issue was not related to the rezum delivery device nor the rezum generator, however it was related to the water vapor therapy procedure. The adverse event was resolved. On (B)(6) 2024, 8 days post procedure, the patient experienced a non-serious urinary infection. Ciprofloxacine treatment was given. The event resolved on (B)(6) 2024. On (B)(6) 2024, 41 days post procedure, the patient experienced a non-serious right orchi-epididymitis adverse event. Cefixime (oroken) treatment was given. The outcome of the event is resolving, and the patient is recovering.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2024. On (B)(6) 2024, the patient urinary tract infection (uti) status was negative, and hematuria was not present. On (B)(6) 2024, the patient underwent a water vapor therapy procedure under anesthesia. The patient was prescribed antibiotics. The patient received two treatments in the right lobe, two treatments in the left lobe, one treatment in central zone (cz), and one treatment in the intravesical prostatic protrusion zone (ipp). During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The subject was discharged with an indwelling catheter, which was removed by nurse at the hospital on (B)(6) 2024. On (B)(6) 2024, one day post procedure, the patient experienced a non-serious acute urinary retention, which was treated with ciprofloxacine and insertion of urinary catheter in place of the coreflow stent on the same day. The issue was not related to the rezum delivery device nor the rezum generator, however it was related to the water vapor therapy procedure. The adverse event was resolved. On (B)(6) 2024, 41 days post procedure, the patient experienced a non-serious right orchi-epididymitis adverse event. Cefixime (oroken) treatment was given. The outcome of the event is resolving, and the patient is recovering.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2024. On (B)(6) 2024, the patient urinary tract infection (uti) status was negative, and hematuria was not present. On (B)(6) 2024, the patient underwent a water vapor therapy procedure under anesthesia. The patient was prescribed antibiotics. The patient received two treatments in the right lobe, two treatments in the left lobe, one treatment in central zone (cz), and one treatment in the intravesical prostatic protrusion zone (ipp). During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The subject was discharged with an indwelling catheter, which was removed by nurse at the hospital on (B)(6) 2024. On (B)(6) 2024, one day post procedure, the patient experienced a non-serious acute urinary retention, which was treated with ciprofloxacine and insertion of urinary catheter in place of the coreflow stent on the same day. The urinary catheter was later removed on (B)(6) 2024. The issue was not related to the rezum delivery device nor the rezum generator, however it was related to the water vapor therapy procedure. The adverse event was resolved. On (B)(6) 2024, 8 days post procedure, the patient experienced a non-serious urinary infection. Ciprofloxacine treatment was given. The event resolved on (B)(6) 2024. On (B)(6) 2024, 41 days post procedure, the patient experienced a non-serious right orchi-epididymitis adverse event. Cefixime (oroken) treatment was given. The outcome of the event is resolving, and the patient is recovering.

Manufacturer narrative:
B1. Adverse event/product problem: correction. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.